Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with an elevated blood glucose (bg) level; specific bg value and cause was unknown. Reportedly the customer fell due to the issue and attempted to resolve the issue with a manual injection. Customer was treated in the hospital with fast acting insulin to address the elevated bg. Customer was discharged on (B)(6) 2023 with the issue resolved but the customer was diagnosed with acute metabolic encephalopathy. Customer reverted to an alternate method of insulin. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.